Manufacturer narrative:
On october 11, 2021, device re-evaluation was completed since left side capsular contracture was also reported. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 250cc breast implant had a crease/fold on the anterior view expanding to the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 1, 2021, mentor became aware that patient was 71 years old and patient also experienced left side capsular contracture; baker grade unknown in addition to bilateral ruptures. Patient's age has been updated under field a2 on this form. Also, clinical code capsular contracture has been added to field h6 on this form. On october 11, 2021, mentor became aware that under previous initial submission under section b5, incorrect size of the implant was mistakenly reported as 275cc. It should have been 250cc. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). Section b5, incorrect size of the implant was mistakenly reported as 275cc.

Manufacturer narrative:
On (B)(6) 2021, the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 250cc breast implant had a crease/fold on the anterior view expanding to the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and suffered from a bilateral rupture. As a result, the patient had undergone removal without replacement on (B)(6) 2021. This medwatch is for the left side.